Event description:
This report is conservatively filed for worsening mitral regurgitation (mr), requiring another mitraclip procedure. The cause of the worsening mr is not available. It was reported that on (B)(6) 2010, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 4 to 1-2, with satisfactory results. On (B)(6) 2014, a second mitraclip intervention was performed, at a non-study site, after the patient experienced fatigue, shortness of breath on exertion and increased mitral regurgitation of 4+. The study physician assessed the increased mr and second procedure as unrelated to the mitraclip and index procedure; however, no information was obtained from the non-study site regarding the status of implanted index clip. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned and there was no reported device malfunction. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. The reported patient effects of fatigue and dyspnea are likely cascading effects of the worsening mr. The reported patient effects of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.